Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: telemetry battery voltage tested within specification. The device projected to meet its expected longevity. Performance data collected from the device did not show any issues with the charge circuit.